Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm was noted. The pump passed the self-test. No external ram crc error alarm was noted. The pump alarmed unexpected restart after battery change due to voltage leak. The low reservoir alarm feature is working properly. The pump was received with normal operating currents. The pump was monitored and no low battery alert alarms occurred during testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call of an unexpected restart, low battery, low reservoir and no delivery alarm from the insulin pump. The customer's blood glucose reading was 95 mg/dl. The customer stated that he has received the unexpected restart alarm for about 6 months. The customer stated that the alarm did not occur during the rewind process. The customer was advised to clear the alarm using the act and escape button. The customer stated that the temporary basal was not programmed before the alarm occurred. The customer was advised to monitor the pump. The customer will be sent a replacement pump. The customer declined to troubleshoot for low battery, low reservoir and no delivery test.